Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed a pump error indicating that there was a broken force sensor detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was not able to clear the alarm. There was no indication of troubleshooting or the issue being resolved during the call. There was also no indication of whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.